Manufacturer narrative:
The article did not identify specific events relating to specific olympus products. The reported adverse events and relationships to olympus product issues therefore cannot yet be confirmed. The investigation is currently ongoing and olympus will continue to work with the journal authors to obtain more information. This report will be updated accordingly. As a preventive measure, the reprocessing manual for the representative tjf-q180v duodenoscope generally warns, ¿before reprocessing, thoroughly review this manual and the manuals for the reprocessing equipment and chemicals that will be used for reprocessing. Reprocess all the devices as instructed.¿ the scope instruction manual likewise warns, ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿ the instruction manual also states, ¿use of an endoscope from which debris was not sufficiently removed in the manual cleaning process may pose an infection control risk.¿

Event description:
On january 9, 2019, olympus received a journal article ¿literature review, duodenoscope-associated infections: update on an emerging problem.¿ (hemant goyal et al., digestive diseases and sciences 2018). The article stated that unspecified model olympus duodenoscopes, as well as duodenoscopes from other manufacturers, were potentially associated with sixteen patient infection outbreaks since 2002, involving up to 232 patients from different global locations who had undergone ercp procedures. The article identifies reprocessing issues and design factors as potential contributors. The actual number of events and details of the events specific to olympus duodenoscopes were not stated in the article, and are currently unknown.